Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient developed an umbilical hernia coincident with peritoneal dialysis therapy. The cause of the hernia was reported to be due to peritoneal dialysis solutions increasing pressure in the abdomen during peritoneal dialysis therapy. The hernia was reported to have worsened with peritoneal dialysis therapy. The hernia was manifested by abdominal pain, abdominal distension, and cramping. The patient was not hospitalized for the event. The patient underwent hernia repair surgery as treatment for the hernia. At the time of this report, the patient had not yet recovered from the event. Dianeal therapy was ongoing. Additional information is not available at this time.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.